Event description:
It was reported that noise oversensing was observed on this right atrial (ra) lead. Which resulted in an inappropriate atrial tracking response and a fast hear rate. Low out of range pacing impedances were also observed, when the patient was breathing deeply. This ra lead was abandoned surgically and replaced. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.